Manufacturer narrative:
(B)(4). Evaluation summary: (B)(4). Visual and functional inspections were performed on the returned device. The hub leak was confirmed. A search of the complaint handling database was performed and no other incidents were identified from this lot for hub leaking issues. While a search of the lot history record for this specific lot indicated no related non-conformance records, based on an expanded investigation, a product issue related to leakage at the hub was identified. The event was possibly related to a hub assembly issue during manufacturing. Further assessment of this issue per site operating procedures was performed and corrective/preventive actions to address this issue have been implemented. The performance of these devices will continue to be monitored.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information.the device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported the percutaneous transluminal angioplasty (pta) procedure was to treat a lesion with no tortuosity and moderate calcification in the popliteal artery. The armada 35 balloon catheter was advanced without resistance noted to the target lesion; however, during inflation the balloon catheter was noted to be leaking where the hub and shaft connect. There was no pressure created. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.